Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no serial digital interface (sdi) output image was caused by cracks in the video connector socket case. The cause of the cracks in the video connector socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image due to a damaged video camera connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the visera 4k uhd camera control unit had no serial digital interface (sdi) image output. The issue was not found during a procedure. There was no report of delay or patient harm associated with the event.